Event description:
It was reported the patient had a lead fracture and high impendence, as well as discomfort at the pocket site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating surgery took place where the lead was explanted and replaced, as well as one ipg was revised and the other electively replaced to address the issues. There were no complications.